Event description:
It was reported the programmer had a "bad" hard drive. The programmer was returned for repair. This programmer is for internal use only, so there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, no anomalies were found with the hard drive.